Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements and noise. The noise was oversensed resulting in six seconds of pacing inhibition. It was reported that the patient experienced pre-syncopal symptoms (dizziness). An invasive procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks at the end of the is-1 lead terminal pin, and on the proximal and distal hv terminal pin. No discernable sets screw marks were noted on the ring. Lines, felt to be possible drag marks, were noted on the proximal side of the ring, the proximal end of the distal spring electrode was observed to be separated from the lead body insulation, the proximal dbs cable to coil crimp (pigtail) was pulled proximally approximately 15 to 20 millimeters (mm) and the first filar of the proximal coil was tightened around the lead body and tore the insulation slightly as it was pulled proximally. The lead body was curled and appeared to have been pulled with force and then let go, dried blood/body fluid was noted in the helix housing and the helix was observed to be retracted. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the helix mechanism test due to the presence of blood/body fluid. Laboratory analysis could not confirm the reported clinical observations. Analysis concluded that set screw marks at the end of the terminal pin indicate that the lead was not fully inserted into the device header. An improperly inserted is-1 terminal pin can lead to poor/intermittent contact between the device leaf spring and the rs+ ring of the lead. High impedance and noise could be expected with this configuration.